Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had erroneous occlusion alarms" was verified and duplicated by plunger travel test as device displayed many occlusion-check infusion line alarms. There were also many occlusion-check infusion line alarms and base task timeout alarms from alarm history, the probable cause was the clutch and mainboard. The technician replaced plunger kits and performed calibration and motor drive tests. Device passed all tests. Service history review identified the last service was on december 16, 2025, technician replaced plunger kits and performed calibration and motor drive test. Device passed all tests.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was received from repair but was still exhibiting the same erroneous occlusion alarms. This was confirmed by a several different flow rate. Patient involvement was unknown.